Manufacturer narrative:
(B)(4). No physical damage was found during analysis. Analysis of the lead ((B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional via a manufacturer representative reported that the trial lead was damaged. All of the impedances were showing >10 ,000 ohms. The manufacturer representative believed that the needle used for implant nicked and fractured the lead. The doctor encountered resistance advancing the curved needle and the representative believed the doctor rotated the bevel which cut the lead. The lead was replaced, the impedances were checked with the new lead, and they verified that the stimulation was covering the patient's pain. The patient had good stimulation with no negative consequences. The patient status was listed as "alive - no injury" at the time of the report and the issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.